Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl and that the insulin pump alarmed no delivery. The customer treated with injection and insulin pump. Customer's blood glucose value was 232mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer called back to continue troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. No delivery alarm was performed. Insulin exited during prime but advised that site may have been occluded. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.